Manufacturer narrative:
A visual evaluation of the returned device found the basket was retracted when received. The side car-rx presented pushback out of specification. Functional evaluation found the basket would easily extend, however, when the basket was actuated to close the basket, one basket wire was found to be broken preventing the basket to close completely. The evaluation concluded that most likely during procedure the device could have been excessively manipulated since the failure side car-rx pushback and basket wire broken are issues that could have been generated by the manipulation of the device, the interaction with the scope or other devices. Additionally, the failure basket wire broken caused the basket not to close completely. Therefore, the most probable root cause is "operational context" since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket was difficult to open. Moreover, the basket wire broke after the basket cage was opened successfully. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket was difficult to open. Moreover, the basket wire broke after the basket cage was opened successfully. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.